Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was found to be in monitor only mode (therapy delivery disabled) when interrogated. Note: the ventak prx physician's manual (cpi publication 352927) p 74 states: '...patients should avoid equipment or situations where their device would be exposed to strong (>10 gauss) magnetic fields.' This ICD falls under FDA safety alert FDA # n030/031-5. The physician was notified on 4/18/95.